Event description:
It was reported to tycokendall healthcare that a hydrasorb plus dressing was placed over a patient's tracheostomy site. The patient developed a flat, red rash under the dressing. The patient then experienced an anaphylactic reaction requiring medical intervention and administration of epinephrine.